Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of needing assistance with bolus delivery and customer was not taught how to count carbs. Customer's blood glucose was 34 mg/dl. Customer was assisted and advised to contact trainer.